Manufacturer narrative:
The customer was contacted asking if they were planning on sending the device back for further evaluation. The customer responded stating that the issue was resolved, however there was no description on how it was resolved. Root cause was unable to be determined. The device will not be returning for further evaluation. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that sometimes their device powers off when the shock delivery button is pressed. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that sometimes their device powers off when the shock delivery button is pressed. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.